Event description:
It was reported that urine leakage occurred after the placement. The balloon was unable to deflate after the inflation funnel was cut off. Eventually the catheter was not removed, the balloon was burst by inserting the guide wire.the tip of catheter was left inside the patient.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Received only catheter that was cut into 4pcs. Based on evaluation, sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver-containing catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leakage occurred after the placement. The balloon was unable to deflate after the inflation funnel was cut off. Eventually the catheter was not removed, the balloon was burst by inserting the guide wire. The tip of catheter was left inside the patient.